Manufacturer narrative:
The t:slim user guide states: humalog and novolog have been tested by tandem diabetes care, inc. And found to be safe for use in the t:slim pump. Humalog was tested for up to 48 hours as labeled, novolog was tested for up to 72 hours. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose level was not impacted. A system check was performed and the occlusion was found in the infusion set tubing. Reportedly, the customer was using u-500 insulin in the cartridge. Tandem technical support (cts) advised the customer that u-500 insulin was off label. The customer performed an infusion set tubing changed and received an additional occlusion alarm during basal delivery. Cts advised to perform a cartridge change in order to resolve the alarm as the current cartridge had been in use for 3 days and to speak with their healthcare provider about off label insulin and the frequency cartridges should be changed.